Manufacturer narrative:
(B)(4). This is a report of a use error, where single use supplies were reused for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that single use supplies were reused for peritoneal dialysis therapy. The caregiver stated that a power outage occured and therapy was ended. When the power returned, the caregiver started therapy over using the same supplies while the patient was connected. The technical service representative explained proper procedures and advised them to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.